Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It ws reported that the system had a software issue. The fse found that the system was not completely booting up and displayed a control panel error. There was no patient injury or death reported.